Manufacturer narrative:
Per field service engineer (fse) ordered replacement v60 battery to customer for biomed installation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device battery is depleted and battery indicator is inactive. There was no patient harm. Patient information has been requested.